Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned rf generator indicated all labels are intact, legible and are free of physical damage. It was also verified that all internal components were secured, and normal wear was noted on the chassis exterior. Ac power was applied to the rf generator and a successful power on self-test was executed. Functional testing confirmed the field reported issue as a ¿patient disconnected¿ error message was repeatedly displayed in addition to a continuous audible alarm. Further testing isolated the root cause of the reported issue to abnormal functionality of the radio frequency control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the radio frequency control board.

Event description:
During the procedure, an error message was noted stating: "an error has occurred, patient is not connected, unplug and plug back into outlet." The generator was unplugged and plugged back into the wall outlet which did not resolve the error message. The procedure was aborted with no consequences to the patient.